Event description:
Text notes states the spring on the pump broke. No further information, unknown if pt missed doses/experienced any adverse events; pumps available for return and we are sending a pump return box to pt. Indication: immunodeficiency with predominantly antibody defects, unspecified. Reported to (B)(6) by pt/caregiver.